Event description:
It was reported that during a gastric bypass procedure, the device endostapler was well reloaded for the first three firings, but after the fourth firing, the staples were loose in the tissue and they did the closure manually with suture. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.